Event description:
The customer reported that the c-arm was not powering up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The backplane and the power switch were replaced during the service call. The system was tested and found to be working as intended and put back into service.